Event description:
A us distributor reported that an electrode belt was damaged and experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, check pad messages, and damaged belt) has been confirmed. Upon investigation the ECG ¿c¿ was nonfunctional and wires were damaged. The root cause for damaged wires was physical abuse. There was no adverse event that resulted from the damaged belt.